Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. The root cause of the reported could not be conclusively determined. (B)(4).

Event description:
It was reported that during a right eye cataract plus trabecular micro-bypass stent procedure, the inserter engaged the iris when the stent was re-grasped by the surgeon. Per report, the visibility was compromised due to heme. An iridodialysis was observed intraoperatively and the iris extruded the wound. The surgeon attempted to place the iris back in the anterior chamber and sutures were required. The stent was removed from the eye and the procedure was aborted. Additional information has been requested.

Event description:
Through follow-up, the surgeon provided the following the additional information. At one (1) month post-op examination, the patient presented with "a 2+ capsule fibrosis, with peripheral fibrosis acting as pseudo iris". The iris damage was characterized as permanent and a "total dialysis from 11:00 to 5:00". A yag procedure was performed, and the patient was reported as ¿happy¿ with improved visual acuity following correction. The patient remains on steroids, and will need a yag if the peripheral fibrosis continues. The surgeon plans to recheck the iop when the patient is off steroids.

Manufacturer narrative:
MFR# reference: (B)(4).